Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant the patient experienced adhesions and adherence of defective mesh to bowel. Post-operative treatment included surgical revision of the mesh on (B)(6) 2016.